Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procep) became aware that during the aquablation procedure an "e22 - motorpack error" message was generated by the aquabeam robotic system. The aquabeam handpiece was replaced and the aquablation procedure was continued through successful completion. The reported event caused a surgical procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to the procedural delay.

Manufacturer narrative:
Additional manufacturer narrative: root cause is not yet determined, investigation is currently underway. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam handpiece was returned for investigation. Functional testing of the returned handpiece was able to duplicate the reported "e22 - motorpack error" message in addition to "e21 - motorpack error" and "e31 - motorpack error" messages. The failure was isolated to a damaged component within the handpiece causing interference with the handpiece connection. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam handpiece / lot number 22c01168r2 was conducted, which confirmed that the system and associated components met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0104-00 rev. G, was reviewed and states the following: table 5 system detected errors and faults e22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E21 - motorpack error release foot pedal and click x. If error persists, replace motorpack. E31 - motorpack error release foot pedal and click x. If error persists, replace handpiece. Although the in-house investigation confirmed the reported failure mode, the root cause was unable to be established. Complaint data is monitored and trended as part of procept's quality management system; shall a trend arise for this failure mode, then further actions will be considered. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.